Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Concomitant medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he has experienced irritation while treating 72r electrodes. The patient stated that he tried both and both are irritating his skin. The patient was advised by her physician to discontinue treatment. The patient would like to return unit. No additional patient consequences have been reported.

Event description:
It was reported by the patient that he has experienced irritation while treating 72r electrodes. The patient stated that he tried both and both are irritating his skin. The patient was advised by her physician to discontinue treatment. The patient would like to return unit. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to yes; h6: impact code added 4648 - insufficient information; h6: component codes added 451 - electrode; h6: clinical code added 4545 - skin inflammation/ irritation; h6: device code updated to 2682 - patient-device incompatibility; h6: investigation code added to 3331 - analysis of production records; h6: investigation code added to 4119 ¿ insufficient information available; h6: investigation findings code added to 3221: no findings available; h6: investigation conclusions added to 4315 - cause not established. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.